Manufacturer narrative:
The device was returned and evaluated, and there was deterioration or breakage of the adhesive. In addition to the adhesive around the objective lens that was found to be peeled. The evaluation findings are as follows: due to a pinhole in the bending section cover, water tightness was lost; the bending angle in the up direction did not meet the standard value; the bending section cover had a chip; light guide (lg) cover glass noted scratched and the video connector case had a crack; video connector deformed; deterioration or discoloration due to chemical stress during cleaning, disinfection and sterilization (cds). A review of the device history record (DHR) was performed. The DHR confirmed that the subject device was manufactured and shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, based on the results of the device evaluation and the available information, the likely cause of the objective lens adhesive peeling is stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the air and water was leaking on the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluate, and the objective lens adhesive was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.